Manufacturer narrative:
The complaint could not be verified. Analysis was normal. The damage found was sustained during the surgical procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that decreased r waves and t wave oversensing were observed. Lead was explanted and replaced.